Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of backup vvi was confirmed in the laboratory and was due to a single parity error while in ship settings. After reloading the product code, no issue with the device function was noted during device testing. No errors were found which could indicate a device issue during the dlts test.

Event description:
It was reported that while in the sterile box, the device was found in back up operation. The device was not used.